Event description:
It was reported that the device was used during a wedge resection. It was reported by the rep that when the device is fired and released from the tissue the staples are formed, but at thin membrane of lung tissue about 2cm in length remains on each occasion. He inserted a long mayo to transsect the tissue. There were no consequence to the pt.